Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a tep hernia repair, the balloon couldn't be inflated during operation. There was no patient injury. Current patient status is stable. Medical intervention was not required. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The dissector balloon appeared intact. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.